Manufacturer narrative:
B5 -product was returned for investigation. -external visual inspection, passed. -transmitter voltage, fail. D9 -yes. G6 -follow up 1. H2 -device evaluation. H3 -yes. -device evaluation attached. H6 -10 testing of actual/suspected advice.

Event description:
Product returned for investigation. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.